Manufacturer narrative:
A visual examination of the returned device noted that the balloon was unfolded and inflation medium was noted within the balloon which indicates it had been subjected to positive pressure. The returned device was loaded onto a 0.035in guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure of 24 atmospheres with no leaks or drops in pressure noted. The pressure was held for 30 seconds. The inflation device was verified at 24atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 24atm was repeated three times and with issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted with the shaft that could have contributed to the complaint incident. No issues were identified during product analysis.

Event description:
It was reported that balloon rupture occured. The stenosed target lesion was located in the popliteal and posterior tibial artery. A 4.0 x 60, 135cm mustang balloon catheter was prepared, flushed with saline and then advanced into the guidewire inside the popliteal. During inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event was reported and the patient status was stable.

Event description:
It was reported that balloon rupture occured. The stenosed target lesion was located in the popliteal and posterior tibial artery. A 4.0 x 60, 135cm mustang balloon catheter was prepared, flushed with saline and then advanced into the guidewire inside the popliteal. During inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event was reported and the patient status was stable.